Event description:
A registered nurse at a clinic notified cutera of a reported "corneal ulcer" following treatment of eyelid veins with a 1064 nm nd:yag laser using intraocular eye shields. The date of the laser procedure was not provided, and the specific laser platform used during the procedure has not been confirmed. The reporting facility has an excel v+ system and a xeo system, both of which are equipped with a 1064 nm laser. Based on the reported treatment indication, the information available at the time of this report, and the laser systems available at the reporting facility, cutera is submitting this MDR under the excel v+ system. Cutera has requested confirmation of the device used. Because the reported event involved intraocular eye shields, cutera requested that the reporting facility notify the manufacturer or distributor of the intraocular eye shields of the reported event. Cutera also requested the evaluation and management documentation from the healthcare provider who evaluated the patient's reported eye injury, along with additional information regarding the laser treatment performed. As of the date of this report, no medical records, healthcare provider evaluation documentation, treatment information, or other objective documentation related to the reported eye injury have been received. Based on the information currently available, it cannot be determined whether the reported eye injury may be associated with the laser procedure, the intraocular eye shields, another contributing factor, or a combination of factors. According to the procedure description provided by the reporting facility, the treatment was reportedly performed on the eyelids. Based on the reported treatment location, the reported procedure would have been performed within the orbital rim. The applicable instructions for use for cutera 1064 nm laser systems instruct users to treat only outside the orbital rim and to direct the laser beam away from the eye. Treatment of eyelid veins and the use of intraocular shields are not described in the instructions for use. Based on the information currently available, the reported use differs from the applicable operating instructions, warnings, and product labeling. As of the date of this report, the reporting facility has not responded to cutera's requests for additional information. The event remains under investigation. This MDR is being submitted based on the information available at the time of this report. Cutera will continue to follow up with the reporting facility, and any additional information received will be evaluated and documented in accordance with cutera's complaint handling and post-market surveillance procedures.